Event description:
It was reported the customer's insulin pump had a crack in the battery compartment. The customer's mother also reported there was a missing piece from the battery compartment. Customer's mother stated the damage occurred when they were reinserting their battery. The customer's blood glucose was 180 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had a broken battery tube threads noted. Insulin pump had a cracked reservoir tube lip, minor scratches on lcd window, cracked case at display window corner and scratched reservoir tube window.